Manufacturer narrative:
This combined initial/final report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, it was determined that the user¿s facility was not reprocessing their device in accordance with the instructions for use (IFU). The IFU references the following: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope. Based on the results of the investigation and the inspection of the returned device, it was determined that insufficiently reprocessing the device caused the reported failure mode. Olympus will continue to monitor the field performance of this device.

Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to a failing water supply problem. There was no patient harm reported as a result of this event. During the device evaluation it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.